Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the device history record was reviewed, documenting that the device performed as expected during the device manufacturing. The available device data were inspected. As mentioned in the complaint description, the inspection revealed that the ICD activated the battery status eri on (B)(6) 2018, which was followed by an automatically triggered home monitoring notification to inform the user about the eri status. The device interrogation revealed the battery status eos, detected on (B)(6), 2019, after the device had already been explanted. The device was implanted for about 36 months and 23 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an internal short circuit was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.

Event description:
Ous MDR - home monitoring displayed battery as eri. Battery voltage is 2.85v.